Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an 8.5 mm was selected and used to keep the lumen wide. There was no problem during the pre-usage cuff checking, no protrusion such as cartilage was found in the area around the trachea in the CT images. There were a lot of secretion and cough attacks that occurred every time suction was performed. At that time, the tracheal tube was moving due to the "play" (buffer, loose, space) of the cuff. When the cuff was submerged in water, the same location around the upper suction hole of the cuff was damaged. The patient was repeatedly intubated, which resulted in a low-pressure alarm, ventilation failure, stress due to reintubation and aspiration.